Event description:
The account alleged the brakes would set but not hold at the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced the hex rod and screw to resolve the issue.